Manufacturer narrative:
The device was returned to stryker's product access center (pac) for further evaluation. The pac was able to verify and duplicate the reported issue. Investigation found reed switch sw5 to be faulty and determined this was the cause of the reported issue.

Event description:
The customer contacted stryker to report that their device did not deliver audio prompts as expected when opening the lid. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.